Manufacturer narrative:
(B)(4) a visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. Corrective action cannot be established at this. In order to perform a proper investigation and determine the source of the alleged defect reported, it is necessary to evaluate the device involved on this complaint. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer alleges "the column began to bubble and the baby was lavaged." Alleged malfunction reported as occurring during use. It was reported there was no injury or consequence to the patient.

Manufacturer narrative:
(B)(4). The only device returned for investigation from the 2414 comfort flow system was the universal concha column. Upon receipt the comfort system was visually inspected for any signs of abuse/misuse/damage and nothing was noted. The returned column was connected to a concha water bottle in the correct position and both upper and lower tubes were punctured into concha water bottle. The lower tubing filled as expected. The column was then connected to a 2416 comfort flo circuit and 2411-04 cannula using a 3lpm flow. The nasal nares were occluded allowing the pressure to build in the bottle until the comfort flo relief valve actuated representing the worst case back pressure for the system then disconnected the airflow. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. The check valve discs in all three valves would move as the column valves were turned from one side to the other, showing the discs themselves were free to move. Other remarks: a syringe connected to the upper tube was used to push and pull upper check valves. The column to bottle valve and the bottle to column dump valve opened and closed freely. No operational anomalies were discovered. A device history record (DHR) review was conducted for the lot number of the returned sample (74l1601863) and there were no issues or discrepancies found which could relate to the reported complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.

Event description:
Customer alleges "the column began to bubble and the baby was lavaged." Alleged malfunction reported as occurring during use. It was reported there was no injury or consequence to the patient.